Event description:
The clinician reports the implant was inserted (B)(6) 2006 in the patient's mouth. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2018, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene, bruxism and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and swelling. No further patient complications were reported.